Event description:
The complaint was flagged for mechanical hardware failure (screen). A visual inspection was performed to assess the damage of the lcd touchscreen. The screen has damage primarily focused on the lower right corner of the screen resulting in spider web cracking through the entire surface of the touchscreen. Additionally, the front housing was also damaged in the lower right corner as well. A visual inspection of the internal components was performed to locate any other additional damaged components. No other damaged part was identified in the initial investigation. The pump will be repaired, and all functional testing will be conducted to ensure functionality of the pump.

Event description:
The following has been reported: biomed reported: screen is broken and the touchscreen does not work. Preliminary evaluation of the logs showed the following: mechanical hardware failure (screen) an active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.